Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Atrial lead dislodged after valve surgery on (B)(6) 2021. Lead was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed that the insulation was found abraded through 43cm distal to the is-1 connector pin. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. It is reasonable to assume that the reported dislodgement was caused by constant friction against another device. However, diagnostic images clarifying this assumption were not available. Further damages such as a bent distal end, most likely resulted from applied mechanical forces during the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.